Event description:
Pt was admitted for a laparoscopic hysterectomy on (B)(6) 2019. Uterine fibroids were identified prior to the surgery. Uterus was dissected off the uterine wall and the pk morcellator was used with a zero degree lens for visualization. During the course of removal of the uterus from the pneumoliner through the morcellator pieces of bowel were identified. The use of the morcellator was stopped and the pt underwent a change in procedure by general surgery. The small bowel was damaged during the use of the morcellator. A bowel resection was performed and 3 units of blood were provided to the pt. The olympus pneumoliner bag was found to have been damaged during the procedure with the morcellator coming in contact with the small bowel. The pt was discharged home on (B)(6) 2019. Rca has been conducted.